Manufacturer narrative:
On 15-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the device was visually damaged when removed from the vizigo. A little wire of the catheter was ripped. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, of the returned device were performed following j&j procedures. Visual analysis was performed, and it was identified an electrodes lifted without internal components were exposed. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number 31766826l and no internal action related to the complaint was found during the review. The electrode issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the device was visually damaged when removed from the vizigo. A little wire of the catheter was ripped. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Both the catheter and sheath were replaced and the procedure continued. No patient consequences were reported.